Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving several inappropriate shocks due to ventricular undersensing of the continuing vf. Patient felt syncope during this time and the final shock converted the patient successfully. Patient was stable. During device interrogation, some variance in hv lead impedance was noted. Programming changes were made. Patient was doing well.